Event description:
It was reported via email correspondence "a nurse at the facility attempted to infuse pitocin into a postpartum pt at a rate of 999ml/hr. An upstream occlusion alarm occurred. The pt reportedly lost 700 ml of blood." Because the intended therapy (pitocin) was interrupted, it was reported that the pt required medication (methergin and hemobate) to be delivered to prevent hemorrhaging. The bleeding was stopped and no further intervention was needed.

Manufacturer narrative:
(B)(4). The associated device was not identified or returned to medina for inspection, therefore no sample eval could be performed. The customer reported that the associated device will not be returned to medina for eval.